Manufacturer narrative:
The device with model 97755 and serial (B)(6) was received for product analysis. Analysis found that there was a failure with the recharger antenna and a "poor recharge quality" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6) ); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has been having issue charging their implant. Caller reports the controller is 100% charged. All pins on the controller and recharger are intact. Caller reports patient is seeing a message for about 2 months, the manufacturer representative (rep)  was notified last week. Screen 79 battery empty cannot continue. Recharge the controller caller indicated the connection to the paddle gets hot, about the same timeframe when the message started. Patient indicated they had the recharger replaced before. Caller reports the patient's implantable neurostimulator (ins) is dead due to not being able to charge their implant. Caller does not have a spare recharger or controller to try. A replacement recharger (rtm) was sent out.